Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. Due to the refractive surprise, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic bent and deformed. Dimensional and refractive verification were performed and the lens was found to be in specification. Claim # (B)(4).